Event description:
It was reported that patient experienced difficulty charging the implanted pulse generator (ipg) and had an inadequate pain relief. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half prior the date the manufacturer became aware of the event.